Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted. During procedure a moderate effusion was noted at baseline on the right atrium. A normal workflow procedure was performed. After the closure device was implanted it was noticed that the effusion had grown. A pericardiocentesis was performed to the patient and fluid was drained. The patient was admitted to the intensive care unit (ICU) and is expected to fully recover.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted. During procedure a moderate effusion was noted at baseline on the right atrium. A normal workflow procedure was performed. After the closure device was implanted it was noticed that the effusion had grown. A pericardiocentesis was performed to the patient and fluid was drained. The patient was admitted to the intensive care unit (ICU) and is expected to fully recover. It was further reported that pericardial effusion with tamponade occured.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received: h6: patient code e0605 cardiac tamponade added per surpass data.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted. During procedure a moderate effusion was noted at baseline on the right atrium. A normal workflow procedure was performed. After the closure device was implanted it was noticed that the effusion had grown. A pericardiocentesis was performed to the patient and fluid was drained. The patient was admitted to the intensive care unit (ICU) and is expected to fully recover. It was further reported that pericardial effusion with tamponade occured.